Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the reservoir compartment opening had damaged. Customer's blood glucose level was unknown at the time of the incident. Customer stated that the plastic ring at the top of the reservoir compartment half of it broke off. Customer stated that the reservoir was did lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.